Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Evaluation of the returned product/photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed. DHR was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet was non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03638, 0001825034 - 2020 - 03639.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. Our incoming inspection team member found debris in the sterile package. No additional information.